Event description:
It was reported that there was a connection issue between the spike of a transfer set and the port of a uv twin bag during use. The spike was reported to "run idle within the port," (details not provided). There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection using a microscope, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The uv spike outside diameter measurement was taken and found to be within specifications. The uv set was also connected to the uv twin bag assembly with a uv flash machine, with no issues. The reported issue could not be verified and a cause could not be determined as the device was found to be within product specifications. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.